Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the event and should not have been reported. The initial report should be voided as it was submitted in error; the event is being reported on 0001822565-2017-08433.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown liner, unknown, unknown, unknown stem, unknown, unknown, unknown head, unknown. Report source, foreign ¿ events occurred in (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-08432, 0001822565-2017-08433, 0001825034 - 2017 - 10957, 0001825034 - 2017 - 10958.

Event description:
It was reported that a patient underwent an initial hip procedure. Subsequently, the patient was revised due to infection less than one year post implantation. Attempts have been made and additional information on the reported event is unavailable.